Event description:
Paramedics left a device inside an ambulance without heat for 2 hours at 28 degrees while eating thanksgiving dinner. They were called to a patient in cardiac distress closeby to monitor and transport to the hospital. According to the reporter, the device's el display was blank for almost 1/2 hour until the ambulance heater had warmed the inside. No adverse affects were reported as a result of the alleged malfunction.